Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported prior to use that the tubal angle of the tracheostomy tube was too straight.